Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The suspect power supply assembly would not charge the battery, which duplicated the customer's reported issue. It was noted that 2 capacitors were missing on the power supply, but were not mentioned by the customer. This damage could have occurred during shipping of the component but a root cause cannot be determined.

Event description:
The customer reported while using the vela ventilator; the batteries will not charge and the unit will not run on battery. The customer reported the unit will run on alternating current (ac). At this time, it is unknown whether there is patient involvement associated with the event.